Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 25mm mitral bioprosthetic valve, the stent posts impeded the left ventricular outflow tract (lvot) causing turbulent flow visible on echo after coming off bypass. The aortic gradient was taken to validate lvot obstruction and the gradient was 20mmhg, from a baseline of 4mmhg. The patient was put back on bypass and the 25mm valve was explanted and replaced with a non-medtronic mitral valve. No additional adverse patient effects were reported.